Manufacturer narrative:
(B)(4).

Event description:
The customer reports: vps stylet broke off while inside of patient while clinician was attempting to remove stylet from catheter after obtaining a blue bullseye. The patient was prepped for retrieval, an x-ray and CT scan of the chest was conducted. The catheter was removed from the patient after stylet was severed. The remaining vps stylet was found inside of the catheter.

Manufacturer narrative:
(B)(4). The customer reported vps stylet broke off while inside of patient while clinician was attempting to remove stylet from catheter after obtaining a blue bullseye. The customer returned a catheter in two pieces and a vps stylet in two pieces. The returned components were visually examined with and without magnification. Visual examination of the returned catheter pieces observed the extrusion between the two catheter pieces appears to have been stretched to a point of separation. Visual examination of the returned stylet pieces observed the coaxial cable (green cable) appears to have been forcefully separated from within the outer jacket (polyimide tubing) of the distal portion of the stylet body. A dimensional inspection was performed on the stylet. Both stylet pieces combined measured approximately 38.0 inches from the end of the neoprene jacket which exceeds the specification of 35.00 plus/minus 0.250 inches per graphic. A device history record review was performed for the stylet and did not reveal any manufacturing related issues. The IFU for this product warns the user, "do not insert or withdraw the stylet forcibly from the catheter. The device may break." The reported complaint "vps stylet broke off while inside of patient while clinician was attempting to remove stylet from catheter after obtaining a blue bullseye was confirmed based upon evaluation of the sample received. The customer returned a catheter in two pieces and a vps stylet in two pieces. Visual examination of the returned catheter pieces observed the extrusion between the two catheter pieces appears to have been stretched to a point of separation. Visual examination of the returned stylet pieces observed the coaxial cable (green cable) appears to have been forcefully separated from within the outer jacket (polyimide tubing) of the distal portion of the stylet body. The IFU for this product warns the user, "do not insert or withdraw the stylet forcibly from the catheter. The device may break". Therefore, based upon the condition of the sample received, unintentional user error (undue force) caused or contributed to this event.

Event description:
The customer reports: vps stylet broke off while inside of patient while clinician was attempting to remove stylet from catheter after obtaining a blue bullseye. The patient was prepped for retrieval, an x-ray and CT scan of the chest was conducted. The catheter was removed from the patient after stylet was severed. The remaining vps stylet was found inside of the catheter.